Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: unknown, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: unknown, ubd: 16-sep-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient didn't charge the battery. Two months prior to the report they were unable to communicate with the battery, turn it on, or charge it. The battery was overdischarged when the patient came into the hcp office on the day of the report. The patient did not bring their charger with them. The rep was going to call the patient the following day to instruct them how to start pmr process. Additional information was received from manufacturer representative (rep) on (B)(6) 2019. The patient did not bring her recharger to the last appointment and on the day of the report, the patient brought her external equipment. It was reported that when the rep attempted to perform a physician mode recharge (pmr), he saw the device not support icon; the icon was reviewed, and the patient was directed to use her husband¿s recharger who also had a rechargeable implant. The rep noted that he was going to show the patient how to perform the pmr at home but the pmr needed to be done at an hcp office instead of the patient¿s home. For troubleshooting steps, the rep was directed to continue recharging and clear the power on reset (por) as soon as the implantable neurostimulator (ins) was 25% charged. In the end, the rep started the pmr. Additional information was reported that the power on reset (por) message was cleared. It was also noted that the lead has all contacts showing as high impedance. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the impedance issue was not determined. The patient was programmed around those electrodes and had good coverage. The power on reset was cleared and the patient was doing well.